Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, the latch was continuously clicking and required replacement. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the latch was continuously clicking and required replacement. A field service engineer worked with the customer, and the technician successfully recovered the door. Hardware test application (hta) was run to verify the repair, and all tests completed successfully, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.